Event description:
In 2000, curon medical, inc. Was notified by phone that a pt who had received treatment with a stretta catheter in 2000 has been hospitalized due to esophageal bleeding at gastri-cardia. In addition, the pt had a viral illness, 101 degrees fever, nausea and vomiting, which prompted bleeding. As result the pt had 2 units of blood transfused, and no further problem. A letter from the treating physician in 2000 to curon medical informed co that the pt has been released from the hosp and was in good condition. Co requested detailed info regarding the date of admission in the hosp and the date of release. However, this info has not been provided to co at this time. The company is seeking further info from the hosp.